Event description:
It is reported that after surgery, the headless pin used for holding an instrument was seen on a post-op x-ray. The surgeon has not determined if a revision is necessary to remove the pin.

Manufacturer narrative:
Evaluation summary: the device in question was left implanted by error. There is no failure reported with regard to the function of the device, hence, cause analysis is not required. Evaluation codes: no device was received for evaluation. Photographs of the x-rays were returned for evaluation. No lot number was provided; therefore, the manufacturing records could not be reviewed.